Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The issue was unable to be recreated during evaluation. Evaluation inspected the device but found flow line occlusion testing to pass, with successful results. The device failed occlusion testing at 22.60 and 21.52 was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed an occlusion test at 22.60 and 21.52. The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.